Manufacturer narrative:
The affected devices were returned and evaluated. The baseplate showed signs of scratching on the superior surface. These scratches may have occurred during removal of the device. There was bone cement well adhered to the inferior surface which did not become dislodged with the application of manual force. The stem and coupler tapers appeared mechanically locked and no motion was observed with the application of manual force. Bone cement was present in the posterior locking mechanism. This bone cement did not become dislodged with the application of manual force. If this bone cement was present during the process of seating the insert within the baseplate, it may have prevented the insert from being fully locked. The femoral showed signs of scratching along the medial and lateral rims as well as on the articulating surface. Metal transfer was also observed on the articulating surface. These scratches and metal transfer may have occurred during removal of the device. There was bone cement well adhered to the superior surface which did not become dislodged with the application of manual force. The proximal stem taper appeared mechanically locked and no micromotion was observed with the application of manual force. The insert showed signs of yellowing on both the articulating surface and the backside. This discoloration can be attributed to the absorption of biological fluids while in vivo. The insert showed signs of burnishing on the articulating surfaces of both condyles. The posterior portion of the insert locking mechanism was deformed, which may have occurred during removal of the device. The anterior portion of the insert locking mechanism was deformed in such a way that indicates the insert may not have been fully locked into the baseplate. An insert that has not been fully locked into the baseplate could result in tibial loosening, which is congruent with the reported complaint.

Manufacturer narrative:
.

Event description:
It was reported that a revision surgery was required due to loosening of the tibia implant.